Event description:
It was reported that during the controversies event in (B)(4), a patient received burns during electrocoagulation treatment on the face with a xerf device.

Manufacturer narrative:
This is a follow up report to 001 (B)(4) due to device investigation completed. Investigation confirmed the root cause as interference from the nozzle of the automated adhesive dispenser during the application of adhesive around the tip causing micro-scratches. The micro-scratches on the tip surface, on a rare occasion can lead to pvdf film damage which may result in patient injury. To correct the issue the nozzle of the automated adhesive dispenser was adjusted to prevent interference during the application of adhesive around the tip and 100% visual, in-process inspection for evidence of micro-scratches was introduced to the process.

Event description:
It was reported that during the controversies event in san diego california, a patient received burns during electrocoagulation treatment on the face with a xerf device.

Manufacturer narrative:
Review of the treatment parameters used were found to be within the recommended clinical guidelines. Review of the supplied image of the tip observed what appeared to be a burn mark. It is unknown what caused this visual discrepancy. Images of the patient have been requested to review with the cynosure lutronic medical director, however, despite multiple attempts to obtain the requested images, none have not been supplied at this time. At this time, it is unknown what contributed to the reported malfunction and burning observed damage to the tip observed in the provided image. It is unknown what caused this observed defect to the tip. The defect was observed but unable to be verified if it contributed to the reported burning. A final MDR will be submitted once investigation has been completed. Since a reported malfunction and serious injury occurred, we are reporting this as an initial MDR.